Event description:
According to the reporter during an open distal pancreatectomy, when the cartridge was articulated to the right, the two cartridges did not close more than usual. The physician was aware that it closed a little. It usually closes by 1 to 2 mm, but the jaws closed by nearly 1 cm. It was also noted that the reinforcement material detached or slipped off. The product was replaced from reinforced black 60 to reinforced purple 60 and another short adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n5e1975y), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n5e1975y), sigadaptshort, sig power sigadaptshort lin short adapt (serial#:(B)(6), sigadaptshort, sig power sigadaptshort lin short adapt (serial#:(B)(6) sigpshell, sig power sigpshell control shell (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: removed a2, d10 d10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n5e1975y), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n5e1975y), sigadaptshort, sig power sigadaptshort lin short adapt (serial#:(B)(6)), sigadaptshort, sig power sigadaptshort lin short adapt (serial#:(B)(6)) sigpshell, sig power sigpshell control shell (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.